Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device alarmed. - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually ("turn the flow sensor" message alert) and through hearing. Te233004 (autozeroqawfail). - the device log files (service log, error log, event log were provided to hamilton. - this malfunctioning was reproducible. The fault persisted even with placing a new breathing circuit, flow sensor and updating the software to v3.0.3. - there is patient involvement reported. This occurrence was noticed during patient ventilation. - there was need for medical intervention reported. The ventilator device was taken out of use and taken into maintenance service. An alternative ventilation method was provided to the patient without further specifying this. - measures taken: the pressure sensor assembly (msp161228) was identified as defect part and replaced. Service software performed. - neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually ("turn the flow sensor" message alert) and through hearing. Te233004 (autozeroqawfail). The device log files (service log, error log, event log were provided to hamilton. This malfunctioning was reproducible. The fault persisted even with placing a new breathing circuit, flow sensor and updating the software to v3.0.3. There is patient involvement reported. This occurrence was noticed during patient ventilation. There was need for medical intervention reported. The ventilator device was taken out of use and taken into maintenance service. An alternative ventilation method was provided to the patient without further specifying this. Measures taken: the pressure sensor assembly (msp161228) was identified as defect part and replaced. Service software performed. Neither delay in treatment nor harm to the patient, user or third party has been reported.